Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal deliver. The customer's blood glucose level was 400 mg/dl and it was addressed with a bolus via the pump. Troubleshooting did not occur with tandem's technical support as the customer had already changed the cartridge, tubing, and site.